Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services for low blood glucose on (B)(6) 2020. Blood glucose reading was 29 mg/dl. The customer stated they had symptoms as sweating. The alleged that insulin pump was over delivering insulin. The customer was treated with dextrose, orange juice at the hospital. Troubleshooting for the customer¿s low blood glucose was performed. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.